Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured during the device changeout. The physician noticed there was intermittent capture following the changeout. The lead was capped and replaced. No patient complications have been reported as a result of this event.